Event description:
The customer received questionable ion selective electrode (ise) results for 13 patient samples. The samples were repeated on another cobas c501 analyzer. Of the data provided for three patient samples, only the sodium results were discrepant. Patient sample 1 initial result was 150 mmol/l and the repeat result was 143 mmol/l. Patient sample 2 initial result was 152 mmol/l and the repeat result was 139 mmol/l. Patient sample 3 initial result was 155 mmol/l and the repeat result was 140 mmol/l. The initial results were reported outside the lab and were questioned by the physician. The repeat results were believed to be correct. These three patients had their IV fluids changed due to the high sodium results. The customer did not know if any injury occurred and could not provide further information about the patient's current condition. The sodium electrode lot number was z07 with an expiration date of 12/31/2014. The field service representative found there was a misadjusted rinse mechanism and a mechanical failure of the compressor. He made adjustments on all rinse positions and replaced solutions, reference electrode, sodium electrode, ise reagent probe, cuvette cells, and lamp. He ran instrument checks and cleaned the incubation bath and lens. He cleaned the vent lines and replaced the diaphragms. All diagnostic tests were in range. The customer calibrated as needed. All controls were acceptable to the customer. He verified the system was performing to specifications.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.